Event description:
Rep requested catheter to be checked. ICU nurse changed out ekos catheter/machine because of an issue. Error "alarm e311" according to ekos machine, most likely due to a worn out a catheter.